Event description:
The pt was undergoing a photopheresis treatment. Soon after initiating procedure, two alarms were activated. The nurse reset the instrument and continued with the procedure. A third alarm was activated and now specified that there was a blood leak in the system. The procedure was stopped. An investigation of the alarm identified a leak in the bowl chamber and the procedure was aborted. Approximately 100-120ml of blood remained in the tubing/bowl and could not be returned to pt. An assessment of the pt found no adverse effects due to the aborted procedure. The initial hemoglobin was 12.5g/dl and the pt had no complaints after the procedure was aborted. This is not a problem with the device, but the kit. Occasional problems have occurred.